Event description:
On (B)(6), 2010 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving an unspecified error message. The technical service representative (tsr) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information obtained during the initial telephone call. On approximately (B)(6), 2010 the patient obtained an error message on the reported meter; he was unable to specify which error message occurred. The patient was unable to obtain a blood glucose reading. On approximately (B)(6), 2010 the patient experienced the symptoms of dizziness and sweating during the night. The patient claimed he had changed his insulin regimen and takes 8 to 16 units "lebrolog" insulin and 16 to 24 units levemir insulin. It would have been helpful to determine if the patient attempted to test using the reported meter while symptomatic, the meals and medications taken prior to the onset of symptoms, the patient's medication regimen, his expected blood glucose levels, and if the patient received any medical attention or treatment for his symptoms. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k#: k061118.